Manufacturer narrative:
Please reference MDR 2029214-2016-00209 for the apollo catheter used in this event. The catheter was returned for analysis. Onyx residue was found inside the catheter hub. The remaining onyx will not be returned for analysis as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Per the onyx IFU (instructions for use): premature solidification of the onyx les may occur if micro catheter luer contacts any amount of saline, blood or contrast. The IFU also advises: stop injection if increased resistance to the onyx¿ les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx¿ les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas.

Event description:
Medtronic received information the during an embolization procedure of a arteriovenous malformation (avm), the catheter burst and onyx was leaking near the catheter tip. It was reported that the physician injected dmso to sufficiently fill in the dead space of the apollo (0.23ml) then over washed it's hub. He held the liquid embolic syringe vertically while connecting the apollo hub into the syringe. The physician started injection of liquid embolic with a blank road map at slow rate (<(><<)>0.3ml/minute) to fill the liquid embolic into the dead space while starting fluoroscopic imaging to monitor any reflux. The physician observed that the apollo was burst since the liquid embolic had leaked near the catheter tip. The physician paused the injection within 2 minutes to check embolization. He injected again and saw liquid embolic had leaked near the catheter tip again. The physician decided to remove the catheter and could retrieve the catheter with the tip still intact. The physician reported that liquid embolic did not leak into an unintended location and therefore no additional intervention was needed. Another catheter was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.